Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The downloaded data returned an 0x1c alarm, indicating the pump had reached expiration time after 80 hours of operation. The downloaded data does not show any timeouts or drive stalls. No other defects or damages were noted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose levels reached 432 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied.